Event description:
Hospital reported that during a circumcision, skin became trapped between the two blades of the 4 1/2" straight strabismus scissors. The doctor was forced to get the skin out and cut the urethra. Surgery was required to repair the urethra.